Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure it was discovered that the right ventricular lead exhibited loss of capture. The patient was continuously monitored. Chest compressions and attempted external pacing were done during loss of capture to maintain perfusion. The lead was then explanted and replaced. The patient was extubated and recovering.